Event description:
The customer reported to olympus, the olympus endoscope reprocessor received an e01 filling the basin with water took too long error code. The facility confirmed that the water filter had not been replaced in over a month. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer will visit the facility to assist in replacing the water filter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the customer not replacing the water filter in the recommended time period could not be determined, however, the issue was likely due to the user¿s not thoroughly reading of the instruction manual and made an error in the management of water filter replacement. The event can be detected/prevented by following the instructions for use which state: chapter 7 ¿routine maintenance¿. Section 7.2 ¿replacing the water filter (maj-2318)¿. Replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor field performance for this device.